Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s drug infusion pump. The drugs being delivered were baclofen (unknown) and morphine (unknown). The caller thinks the baclofen daily dose is around 994.7mcg/day. It was reported that the pump began alarming a non-critical alarm on the night of (B)(6) 2020 or the day of (B)(6) 2021. They have only heard the alarm one other time when the patient had missed a refill and had to see the healthcare professional (hcp) a day early for refill. The caller had been looking online and based on the patient's implant date, they believe the alarm is for elective replacement indicator (eri), as the patient is not scheduled for refill until february. The caller asked how the alarm can be silenced. Information was reviewed and the caller was redirected to the hcp to discuss further. The caller then asked which hcp can perform replacement; pss recommended caller ask hcp for referral or work with local rep.